Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia and hypoglycemia. It was also reported, that customer has received change sensor/bad sensor, sensor updating, calibration error/calibration not accepted alerts. The customer reported, blood glucose value of 50 mg/dl and 518mg/dl. The customer reported, hyperglycemia, hypoglycemia. Hypoglycemia treated with insulin pump (subcutaneous insulin infusion), glucose/carb intake, other. The event involved product(s) mmt-332a, mmt-7040a, mmt-243a, mmt-1884l. No further patient complications were reported. No product return is required for mmt-332a, no product return is required for mmt-7040a, no product return is required for mmt-243a, no product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose of 50mg/dl that she treated with glucose tablet and carbohydrates. She also reported having a high blood glucose of 518mg/dl that she treated with a bolus from the pump. Customer could not test the transmitter. Customer declined to troubleshoot for the high or low but troubleshooted the sensor issues. It was unknown if pump was used within 48 hours of the high and low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.